Event description:
A call ctr ticket was logged with the following text: "unable to self-inspection". No specific failure symptom was provided. No patient involvement was reported.

Manufacturer narrative:
(B)(4).